Event description:
It was reported that a flipped pump was suspected but not confirmed. An x-ray had been planned for the day of report and then it was planned to go to the operating room (or) if it was flipped and the physician could not flip it back without surgery. It was later confirmed that the pump had been flipped. They believed it was caused by fluid in pocket which allowed pump room to flip. The patient had surgery on (B)(6) 2014 and the positioning of the device was successfullycorrected. There were no symptoms reported. The manufacture representative called after the revision had been done. The concentration changed from 5mg/ml to 10mg/ml. The catheter was aspirated so there was no old drug in it. The patient was receiving effective therapy. The pump system was delivering morphine. The patient¿s status at the time of report was ¿alive-no injury.¿

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(4) 2014, product type: catheter. (B)(4).